Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Institution: (B)(6).

Event description:
Hilips received a complaint by the customer on the v60 indicating that the navigation ring was not working. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the navigation ring was not working. A repair quote for the replacement front bezel was sent to the customer for approval, and the customer accepted and ordered the replacement front bezel for repair. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not working. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the navigation ring was not working. A repair quote for the replacement front bezel was sent to the customer for approval, and the customer accepted and ordered the replacement front bezel for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. Based on the service manual, the replacement front bezel should resolve the reported issue. This file is closed and can be reopened if new information becomes available.